Event description:
Report received from USA stating that the cord of the device was damaged. The device was being used during surgery. There was no user or patient injury. It is unknown if delay or medical intervention occurred, there was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the reported condition of cord damage was confirmed. During service it was determined that the device had a damaged hose. In the emax2 motor the cord is located within the hose. If additional information becomes available a supplemental report will be submitted. (B)(4).